Event description:
The customer reported a leak from the ucta (universal closed tube aliquotter) probe on their unicel dxc 880i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the ucta (universal closed tube aliquotter) probe. The fse replaced the ucta probe wash valve to resolve the issue. The ucta probe wash valve was returned to beckman coulter for further evaluation; internal testing confirmed failure of the valve. (B)(4).